Manufacturer narrative:
Results: zoom handle weldment.

Event description:
It was reported by service report that the zoom was working intermittently. No patient involvement or adverse consequences are reported.